Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the delivery device was returned inside from the loading device. The seal and the tension spring assembly were inside the loader, under the window. The seal was cracked and had started to unravel. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal failed to roll and did not load properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal failed to roll and did not load properly into the delivery device. The procedure was completed using another heartstring iii proximal seal. There were no patient effects. The product is returning.